Event description:
It was reported to philips that the system gave an alert indicating the control module's shutter joystick was activated, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.